Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the deployment of the valve was attempted two times and recaptured following each attempt due to patient anatomy. Upon 80% deployment of the third deployment attempt, the physician inadvertently deployed the valve when intended to recapture, and the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 0 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc was -6 mm, and the implant depth on the lcc was -3 mm. Additionally, severe paravalvular leak (pvl) was observed, and the valve was pulled up with a snare. Subsequently, a second transcatheter valve was attempted; however, the delivery catheter system (dcs) of the second valve was unable to advance through the aortic arch where the dislodged valve was. Therefore, the second valve was not implanted. A surgical procedure was planned to explant the transcatheter valve, and implant a surgical aortic valve. Per the physician, the patient's tortuous anatomy and depth of implant contributed to the event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the deployment of the valve was attempted two times and recaptured following each attempt due to patient anatomy. Upon 80% deployment of the third deployment attempt, the physician inadvertently deployed the valve when intended to recapture, and the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 0 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc was -6 mm, and the implant depth on the lcc was -3 mm. Additionally, severe paravalvular leak (pvl) was observed, and the valve was pulled up with a snare. Subsequently, a second transcatheter valve was attempted; however, the delivery catheter system (dcs) of the second valve was unable to advance through the aortic arch where the dislodged valve was. Therefore, the second valve was not implanted. A surgical procedure was planned to explant the transcatheter valve, and implant a surgical aortic valve. Per the physician, the patient's tortuous anatomy and depth of implant contributed to the event. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic.